Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm after the battery was removed. Customer's blood glucose was unknown. Battery was out of the device greater than the duration allowed. Customer mentioned the device alarm battery fail test alarm. Customer declined troubleshooting. Customer will not be returning the device for analysis.